Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc). The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.